Event description:
Pt reported that every time she changes her insulin cartridge, she experiences elevated blood glucose values (from 200 mg/dl to 500 mg/dl). She stated her normal range is from 100 mg/dl to 500 mg/dl). She states that she usually needs to administer boluses every 4-6 hours unitl her blood glucose values come down. In 2006, pt had changed her insulin cartridge and her blood glucose values were 202 mg/dl. She administered 10-15 units of insulin. At the time of her phone call, her blood glucose values were 285 mg/dl and at 11pm, her blood glucose values were 173 mg/dl. The pt reported that this issue has been happening for over 5 years. The pt did indicate that she has scar tissue on her abdomen and was educated on other infusion site possibilities. She also reported that she has arthritis and has difficulty with infusion site insertion. No medical assistance was required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.